Event description:
It was reported that during a lap appendectomy procedure, after second firing on the meso appendix the device would not reopen after being removed from the patient, white reload. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: to clarify: the device fired completely on the second firing, but after removing the device from the trocar the device would not re-open to load for the third firing. On what tissue type was the device used? Meso appendix, appendix at what location on the tissue? Same. What other color cartridges were used before and after this event? Do not know. Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? Do not know. Were any unexpected noises heard? No if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: to clarify: the device fired completely on the second firing, but after removing the device from the trocar the device would not re-open to load for the third firing. On what tissue type was the device used? Meso appendix, appendix at what location on the tissue? Same. What other color cartridges were used before and after this event? Do not know. Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? Do not know. Were any unexpected noises heard? No if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.